Event description:
The pt presented with a thromboembolic right middle cerebral artery stroke. Work up demonstrated a right internal carotid artery dissection and a wingspan stent was placed off label to treat the dissection. During the procedure, a non-occlusive in stent thrombosis was successfully treated with reopro, dosage unk. Additionally; a wire-related vasospasm was treated with verapamil, no info was provided regarding the guidewire used. There were no reported pt complications and it was stated "in 2008 discharge was pending".

Manufacturer narrative:
Other - for no allegation of device malfunction or nonconformance.